Event description:
The patient called in to report that he had a v-go lift off his body on (B)(6) 2019. The patient stated that this happened after only having it on for 12 hours. The patient did confirm that he prepared the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient also mentioned that he felt a pinching sensation when this happened as well.